Manufacturer narrative:
H10: h3, h6: the device was not returned for evaluation. A review of the complaint history has revealed several similar cases, there are no open or closed escalation actions for this combination of product and failure modes. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The risk management documentation for versajet has been reviewed to assess whether the alleged failures and associated harm has been anticipated. These failures are anticipated and is considered as acceptable. The probable cause remains unknown, factors include, poor fluid flow (including priming failures, airlock, and debris build-up), leading to loss of performance. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Event description:
It was reported that during treatment, the versajet exact assy, 45 degree x 14mm wouldn't absorb water back into it, won't cut tissue and the malfunction light was on. There was a significant delay and the procedure was finished using a smith & nephew back up, with a modified technique. Patient was not harmed.

Manufacturer narrative:
Internal reference number case (B)(4).